Event description:
A surgeon reports having difficulty with the tracking system during lasik surgery. He stated there was progressive moving of the zone of the limbus and pupil location. The procedure was paused to realign the limbus alignment and the procedure ended with the ring centered. The pt was examined one day post-op and was reported to have a decentered ablation. The surgeon stated he felt the decentered ablation was due to tracker difficulties. Additional information provided by the surgeon indicates the pt has "permanent blurred vision with correction," however objective data indicates normal aided and unaided visual acuity. The information also includes a statement of loss of contrast sensitivity, with no objective data. No follow-up data is provided beyond three days post-op. Additional information has been requested.

Event description:
Add'l info was rec'd via pt records. The records indicate the tp was seen by a second surgeon from 04/2004 throu 03/2005. During the first examination from this surgeon, he noted edema in both eyes. Following treatment of topical steriod medication, the edema was reduced. The pt was sent to a third surgeon for an additional opinion. The pt's bcva at this time was 20/20, both eyes and ghosting was noted in the right eye. The surgeon indicated a trace amount of debris and haze was seen in both interfaces, mild grade I epithelial ingrowth was noted at the temporal aspect of the right flap margin. He also noted a decentered ablation temporally on the right eye. Left eye was centered well. No indication from the pt records of an enhancement procedure.